Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was having troubles with the device. Customer's blood glucose was 323 mg/dl. Customer's blood glucose at time of call was 400 mg/dl. Customer mentioned the device alarmed a no delivery alarm. Customer was hospitalized 3 times for diabetic ketoacidosis last year but the customer was not wearing the device. After troubleshooting, customer was advised a tubing clamp will be sent to perform the high pressure test. Customer will not be returning the device for analysis.